Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted in resetting the pump by technical support and was advised to continue using the pump, with instructions to call back if the malfunction code recurred.